Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and uterine prolapse. The patient underwent the concurrent procedures of a transvaginal hysterectomy with bilateral salpingo-oophorectomy, and anterior/posterior repair during mesh implantation. The patient experienced pain, urinary problems, and dyspareunia following mesh implantation. The patient underwent mesh revision on (B)(6) 2011 due to urinary retention. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.